Event description:
Patient was revised to address infection. **update** (B)(4) 2012 - patient's operative records received. No new information that would change the outcome of the investigation. **update** (B)(4) 2013 - patient's primary and revision operative records were received. Records indicate the patient was revised to address an acute onset of pain and fever, with a diagnosis of infection by aspiration. Upon revision a large amount of seropurulent fluid was found within the hip joint, the acetabular bone bed was fully supportive, and the femoral stem was firmly ingrown through its entire length. At this time prostolac was placed. The patient was reimplanted on (B)(6) 2013. The asr sleeve was added to the complaint. **update**(B)(4) 2013 litigation papers received. Litigation alleges bone and tissue damage and elevated metal ion levels. **update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information.  The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.